Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history review was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) high watt alarm logged on (B)(6) 2024 at 10:22:50, followed by a slight decrease in estimated flows and power consumption on (B)(6) 2024 and four (4) low flow alarms logged since (B)(6) 2024. As a result, the reported high power and low flow events were confirmed. Of note, information provided by the site indicated that the patient received heparin treatment. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had low flow alarms and a high watt alarm. The patient presented to the hospital with gastrointestinal bleed with melena, anemia and hypovolemia. The patient was admitted to the hospital and had an esophagogastroduodenoscopy (egd), gastroscopy and transfusion. The international normalized ratio (inr) was 1.3 and the patient received heparin. After the first administration, the inr was still 1.4 so heparin was repeated. An echocardiogram was done which showed no signs of inflow or outflow graft obstruction nor thrombus and the lactate dehydrogenase (ldh) and hemoglobin were normal. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.